Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 28x4.50mm rebel stent was selected to treat the lesion. However upon removal of the stent protector, the stent unraveled. The device was not used and the procedure was completed with a 4.5x16mm, 4.5x20mm and 4.5x4mm rebel stents. No patient complications were reported.